Event description:
Caller stated that she received a letter from abbott that her spinal cord stimulator is not MRI compatible. She stated that the device is not working because the battery is dead. She is starting to experience pain in her back in the thoracic spine area.